Event description:
Reporter used the patch on the upper part of her arm above the elbow. After 5 hours, it started to bother her and she removed patch. There were blisters in the patch area and the patch left a burn on her arm.